Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported via a medwatch report ((B)(4)) that during a left total knee arthroplasty revision surgery, the blade broke along the shaft. It was also reported that the x-ray obtained confirmed no foreign body was present. It was also reported that there was no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the markings on the mount of the blade suggests that the hand piece was pushed forward and as well as pulled back while the blade was in use. Visual inspection indicate the teeth were worn down, which cannot be replicated when cutting in bone, would suggest that the blade came into contact with metal while cutting. The associated devices IFU for use with hd sagittal blades (performance series) were reviewed and contain the following warnings; "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". And "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported via a medwatch report ((B)(4)) that during a left total knee arthroplasty revision surgery, the blade broke along the shaft. It was also reported that the x-ray obtained confirmed no foreign body was present. It was also reported that there was no delay as a result of this event and the procedure was completed successfully.